Event description:
A customer experienced a pixel issue on the pump display, which impacted their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer switched to an alternate insulin therapy method, mdi, to ensure insulin delivery continued uninterrupted. The problematic pump was scheduled for replacement by tandem technical support, and the customer was instructed to return the pump using a pre-paid label within ten days, with the process of setting the pump into storage mode successfully clarified prior to its return.